Event description:
The customer reported that an 840 ventilator was inoperable while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien customer support engineer (cse) inspected the device. The device was upgraded from 9.4 to 10.4 the graphical user interface (gui) display. The unit passed extended self-testing.